Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were used for the endovascular treatment of a type ia endoleak of an endurant stent graft cuff. It was reported that during the procedure the hleli-fx guide was visually blocked and the heli-fx applier could not be introduced. The device was reported to be defective. The guide was replaced with another heli-fx device to complete the procedure. As per the physician, the cause of the event was product related. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Photo evaluation summary; three photos were received from the account. One capturing the endurant cuff product details. Two of the photos capture the heli-fx guide tip. Delamination and exposed braid wire were visible inside the tip. If information is provided in the future, a supplemental report will be issued.